Event description:
It was reported that the system intermittently displayed a communication failure error. This error may result in a system lock up, no boot, or shut down situation. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.